Event description:
Caller reported that insulin gauge displayed an amount different than expected, currently experiencing a fill estimate issue with a static value of 75 units. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the existing cartridge.